Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.